Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 457445 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and returned due to upgrade and subsequently tested out of specification. No patient complications have been reported as a result of this event.